Event description:
It was reported that the patient had the artificial urinary sphincter removed due to tissue atrophy which led to recurring incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.